Event description:
The patient was taking an unspecified medication via a humapen ergo teal - clear cartridge holder (lota1495) for an unknown indication. The person operating the device was the patient. It is unknown if the operation of the device was trained. The pen was reported to be broken. The device was returned to the company. Initial analysis by the affiliate quality control department found: two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device was returned to the manufacturer for additional evaluation.